Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced with a pacing lead. The system was downgraded at the patient's request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced an increased lead impedance, high sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes. Tachy therapies were disabled as the patient refused a lead revision. The rv lead currently remains in use. No patient complications have been reported as a result of this event.